Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified a bubble during priming when the device was spiked into an in-house 1000ml solution bag containing distilled water. Additional functional testing was performed including pressure test and block test and a channel leak between the drip chamber to filter was identified. The reported condition of air in the line was verified. The cause of the condition was found to be related to an assembly issue during manufacturing. The reported condition of solution backflow was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system buretrol solution sets had air in lines and fluid backing up into the drip chamber. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.